Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the insertion tube was damaged by the excessive force and the lens was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid scope exhibited scope body was skewed, the distal end was worn, and the scope was broken and displaced. There was no patient involvement.